Event description:
It was reported the patient ¿felt the device rotate when she slept on her side.¿ discomfort with the implanted pulse generator (ipg) when it would rotate was also reported. It was noted the patient ¿regretted getting the system¿ because of the recharge burden.

Manufacturer narrative:
(B)(4).